Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event. Due to hypoglycemia, patient fainted while driving. Patient was transported to the hospital by paramedics. After consuming 38 grams of sugar on date of incident, patient reported his blood glucose value was 72 mg/dl and his cgm value was 300 mg/dl.at the time of his call to technical support, patient reported being in fine condition.